Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. Two large ra artifacts were also observed. A request was made to have data from the related cardiac resynchronization therapy defibrillator (crt-d) analyzed. Data analysis confirmed high impedance in the atrial lead. Additionally, data analysis confirmed there was noise detected but the device appropriately classified it. There were no adverse patient effects reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. Two large ra artifacts were also observed. A request was made to have data from the related cardiac resynchronization therapy defibrillator (crt-d) analyzed. Data analysis confirmed high impedance in the atrial lead. Additionally, data analysis confirmed there was noise detected but the device appropriately classified it. There were no adverse patient effects reported. This ra lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.